Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured 8-10 cm in diameter abdominal aortic aneurysm. The aortic neck was 10 mm and it was 25 - 28 mm in diameter. After the bifurcated stent graft was deployed there was a proximal type 1 endoleak present. The decision was made to place an aortic cuff which, resulted in coverage of the left renal artery. The right renal artery was patent. It was reported that when the patient returned for follow up, the endoleak had resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Unapproved use of device (short neck). Patient's condition affected effectiveness of device (likely anatomy related; short neck). Conclusion: device failure/lack of effectiveness related to patient condition (likely anatomy related; short neck). User error contributed to event (short neck).